Manufacturer narrative:
The customer reported that the system displayed system message (sm) - [tone mechanism timeout] and then had aspiration problems. The procedure was completed with an alternate system. There was no patient impact. The company service representative examined the system and was unable to replicate the reported events. The system was then tested and met all product specifications. The system was manufactured on october 27, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical engineer reported that the system displayed a system message and there was an aspiration issue. The system was exchanged to complete the procedure. There was no patient harm.